Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. The most probably cause of the burnt distal cover malfunction is due to the use of a high-frequency processing instrument without sufficient distance from the tip. The most probably cause of the noisy image malfunction is component failure of the charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, a burn was found on the distal end cover and a noisy image was found. There was no patient involvement.